Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 876-713, 510k# k970806 and UDI (B)(4) is approved for sale in us. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with cervical spondylotoic myelopathy and ossification of posterior longitudinal ligament underwent c4-7 cervical fusion. On (B)(6) 2017, post-op, the c7 screws backed out with the plate. As a result, a revision surgery was performed to explant them. Prolongation of existing hospitalization was necessary due to revision surgery.it was confirmed that the plate rock was on at removing screws. Doctor stated that the collar for after treatment was not done, which may be one of the problem.